Manufacturer narrative:
(B)(4). The reported issue of a hole in the transfer set, which led to peritonitis, was not confirmed and the cause could not be determined as there was no sample returned for evaluation.

Event description:
It was reported the patient experienced a break in aseptic technique described as did not wear mask, made a mistake and touch contamination during peritoneal dialysis therapy. On a later date, the patient experienced peritonitis manifested by back pain, side pain and cloudy effluent. After the patient was diagnosed with peritonitis, a hole was discovered in the patient's transfer set . The location of the hole in the transfer set was unknown. The exact cause of the hole in the transfer set was unknown, but was suspected to be normal wear and tear. There were no detergents or cleaning supplies used on the transfer set and the patient kept the transfer set stored in a belt when not in use. The patient was not hospitalized for the peritonitis event. The patient was treated at the clinic with unspecified antibiotics intraperitoneally (ip) and the patient was given a new transfer set and switched to continuous automated peritoneal dialysis (capd) therapy. The patient was retrained on proper aseptic technique. At the time of this report, the patient had recovered from the event, but antibiotic therapy was ongoing. Additional information was requested, but the nurse declined to provide any additional information regarding the peritonitis event.

Manufacturer narrative:
(B)(4). A sample was requested, but was not available and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. A follow-up report will be submitted if additional relevant information becomes available.